Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify audio/vibrate anomaly and keypad unresponsive/button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm, black screen and little screen beeping. Customer¿s blood glucose was 194 mg/dl. Customer states they did press a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.